Event description:
It was reported the patient observed a doctor¿s face on her recharger while recharging her implantable neurostimulator (ins). It was further reported that following the doctor message, the screen was unresponsive and froze on the main screen after the recharger turned off and turned back on. It was stated that at the time of report the recharger was showing that it was charging and also displayed a full battery. It was also stated at the time of report the patient was able to recharge again. It was noted the issue was resolved at the time of report. Additional information reported after the patient recharged her ins and checked the battery, the patient observed an informational power on reset (por) message. It was also reported the por message and a call your doctor icon were observed 11 days after initial report. It was stated the patient was unable to adjust her stimulation at that time. It was noted it had been a week since the patient had charged her ins at that time. It was reported that a day after the por message was first observed, the por was successfully cleared and the patient¿s ins was ¿working fine¿ at that time. It was noted the por message was the first the patient had experienced. The patient noted her ins was set to 2 volts and that the setting is what helped best with her pain. It was stated the patient had not made any changes to this setting. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger, product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).